Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the loose scope socket connection was confirmed. It was observed that the power switch and software version required updating. The ventilation fan was not working. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported image issues found during preparation for a procedure. The slot in which the camera goes in was loose, the customer had to move the paddle to get an image. No patient injury or harm was reported. No additional information was obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the contact of the electrical contacts of the video connector receiver became unstable, which interfered with the image transmission of the scope and video processor, resulting in an image failure.